Event description:
A user facility reported that an intraocular lens (iol) became stuck in the cartridge of iol delivery system. Pt impact is unknown. Add'l info has been requested.

Event description:
Add'l info provided by a nurse at the user facility indicates there weas no pt impact/injury associated with this report.